Manufacturer narrative:
Model number/catalog number: 72404155, batch/lot number 572194004, model/catalog description reservoir, expiration date 11/07/2010, manufacturer date 11/07/2008.

Event description:
It was reported that an 18cm lgx inflatable penile prosthesis (ipp) device was replaced, due to sheared tubing at pump resulting in fluid loss. An 18cm x 12mm lgx ipp device was implanted. No further patient consequences were reported in relation to this event. No further information is available.